Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The previous revision procedures on (B)(6) 2010 were reported on medwatch numbers 1825034-2012-01237 & 00943-1.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent an open reduction and internal fixation on (B)(6) 2010 due to a femoral fracture. The operative report noted metallosis debris extending through the fracture site.